Manufacturer narrative:
The spine clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw of the returned clamp is not stripped as was reported, but there was some debris in the threads causing difficulty in the middle of the travel. The clamp face was also slightly bent with a stretched retainer ring on the adjustment screw allowing slippage of the clamp face. Analysis found that the reported event was related to a physical damage issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the spine clamp screw was damaged. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.